Manufacturer narrative:
Follow-up #1 05/29/2014 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings: the pump keypad was observed to be intact. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad cover was removed and there was no evidence of contamination or other defects to the button contacts. Unrelated to the complaint, the display screen was noted to be dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the up, down, and ok buttons were under responding to button presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.